Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed the bottom case cracked. The event history log confirmed a base hardware failure and battery communication timeout occurred. Functional testing was able to replicate the reported issues. The root cause was determined to be the interconnect board and the battery. The interconnect board and battery were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited multiples errors, base failure hardware error, and battery error. There was no patient involvement.